Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular lead, the lead pulled back and physician had to re-implant it. After re-implanting, the physician noted that the suture sleeve was missing. A chest x-ray was performed which did not reveal the suture was in the patient's pocket. The lead remained implanted. The patient was in stable condition. No patient symptoms or additional information was reported.